Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 120mg/dl. The customer did not have a syringe to treat with manual injection. Found that the customer had given himself two boluses within the last 30 minutes. Advised that this was the reason why the insulin pump did not allow him to deliver bolus. The infusion set cannula was found to be bent when it was removed. Advised the customer that he would need to go to the emergency room or urgent care clinic for treatment if he did not have a back-up plan. Customer stated that he was going to the emergency room. Nothing further reported.